Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated prior to implant, the patient was incontinent and she 'had to go all of the time'. Caller stated since implant, patient is going around every 3 hours and recently, therapy has not been working as well and gotten worse about 10 days ago. Caller stated the patient has also had a cough and asked if that could be related. Caller connected and pp showed that stimulation was off. Caller stated at the follow up appointment, patient's stimulation was also off and the nurse practitioner (np) asked why. Caller alleged that she did not know why/how the stimulation was off which occurred couple of weeks ago. Caller turned stimulation on and increased stimulation on program 2 from 4.7 to 5.1. There were no further complications reported at this time.